Manufacturer narrative:
The insulin pump had a vertical scratch at the middle of the display window through the case. No crack was noted to the display window.

Event description:
Customer reported that the insulin pump has a crack down the display screen. Customer is unsure how the damage occurred. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.